Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was in the left anterior descending (lad) artery. The physician was attempting to advance a 3.5x16mm taxus express2 drug eluting stent to the target lesion, but the proximal portion of the stent "flared" and became stuck in the unk type guide catheter. The physician was completed with a 3.5x20mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.